Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for compact intutiv system showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). The field service specialist (fss) visited site to inspect the unit. Fss replaced the replaced subsystem controller (ssc) and checked system¿s related power. Fss performed the field service checklist, which the system passed the functional tests and it was found to meet the required specifications. In a follow up with the field service specialist, it was reported that smoke was coming out from bottom fan of console during operation, that the surgeon completed surgery manually. Fss confirmed that there was no patient injury reported. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the compact intuitiv console shut down itself during operation. In troubleshooting found no +24v present and one component c63 at subsystem controller board was burnt out. No patient treatments were delayed or cancelled.

Manufacturer narrative:
In follow up # 1, should have been included but was inadvertently left out. This follow up has the information: device available for evaluation ¿ yes, returned to manufacturer on 06/01/2017. In follow up # 1, should have been included but was inadvertently left out. This follow up has the information: device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. Visual inspection shows the capacitor component was found burnt. The reported issue was confirmed and electrical problem was identified as the failure mode. All pertinent information available to abbott medical optics has been submitted.